Event description:
It was reported that the user experienced hyperglycemia and attempted to correct by entering meal announcements without eating, which was identified as improper use that can disrupt ilet algorithm performance. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included troubleshooting and user education focused on appropriate use of meal announcements and hyperglycemia management. Investigation of this case revealed user technique and use error related to dosing input as the likely contributor, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.